Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that there was a suspected overdischarge. The patient had back surgery in (B)(6) 2019 and had ins turned off. In (B)(6) 2019, the patient tried charging the implant and it would not charge. The patient spoke to the manufacturer representative (rep) and they told her what to do to get it charged up but she could never get it. The patient reported she needs an MRI and needs to have the ins charged so she can check MRI compatibility. The patient was redirected to their healthcare provider (hcp). No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the stimulator device has a dead battery due to no use following surgery, jump start tried twice and unsuccessful. Apparently lead wires were never changed and getting stim to work and go to MRI mode unsuccessful.  No new plans at this time. No further complications were reported.